Event description:
It was reported that during pre-implant testing, this right ventricular (rv) lead exhibited noisy signals. It was alleged the rv lead was contaminated. Specific information regarding the contamination was requested, but has not been received. The lead was exchanged to resolve the event and there were no adverse patient effects. The rv lead was received for analysis and is pending investigation conclusion. Once the analysis is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during pre-implant testing, this right ventricular (rv) lead exhibited noisy signals. It was alleged the rv lead was contaminated. Specific information regarding the contamination was requested, but has not been received. The lead was exchanged to resolve the event and there were no adverse patient effects. The rv lead was received for analysis.